Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had dropped from 2 years to 23 months within the span of 3 months. Boston scientific technical services (ts) analysis confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere and suggested device replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had dropped from 2 years to 23 months within the span of 3 months. Boston scientific technical services (ts) analysis confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere and suggested device replacement. This device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted due to product performance issue. A new implantable cardioverter defibrillator (ICD) with a different model was implanted successfully. No additional adverse patient effects were reported.